Event description:
Information received from the field notes that measured data reported a high current drain of 120ua. The patient is not pacemaker dependent. Therefore, the physician elected to monitor the high current drain and device behavior through intensified follow-up appointments.